Manufacturer narrative:
Exact date unknown, event occurred six months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5172524.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to inadequate stimulation. The patients lead was repositioned and that the patient was doing well postoperatively with good coverage.